Event description:
"Osteosaroma patient with gmrs proximal femur. Trident psl cluster shell with 3 bone screws. Patient dislocated the bipolar from the constrained liner. The lip of the liner was placed anterior-inferior." Patient was revised.